Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 at 3:00 pm with blood glucose of 1200 mg/dl. Customer had diabetic ketoacidosis. The infusion set caused the customer to have high blood glucose reading. Customer had under delivery due to the infusion set being stuck in the serter. Infusion set was changed on (B)(6) 2020. Customer was treated in the hospital. Customer was dispatched on (B)(6) 2020. Customer admitted themselves into the hospital. Customer has been using insulin pump system within 48 hours of reported high bg event the name of the hospital is (B)(6). The hospital phone number is (B)(6). Customer was treated with intravenous therapy. The product will not be retuning for analysis.